Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44mg/dl. Customer consumed carbohydrates to address bg. Reportedly customer over bolused which caused the decreased in low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.